Event description:
The customer reported wash syringe motion error involving unicel dxc 600i synchron access clinical system. The customer stated nine patient samples did not get processed and remained inside the unit for approximately 2.5 hours. The customer stated patient care was not impacted and no patient results were generated. The customer unloaded and retested the samples and recovered troponin I (accutni) results within expected interval. The customer did not know the reason the samples remained in the unit for that period of time. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and discovered one wash syringe motion error. The fse could not replicate the issue. As a precaution, the fse replaced the sample probe and cleaned wash valve. The unit conformed to the manufacturers published performance specifications. (B)(4).